Event description:
It was reported that during a gastric sleeve procedure, as introducing, the trocar sleeve has been catching on the fascia. States this has become increasingly common and requires excessive force to push through. Case was completed with the same product, just had to apply more force than he was comfortable with. There were no patient consequences.

Manufacturer narrative:
(B)(4). Device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.